Event description:
The customer reported that the fuse blew and no monitors were working on the sys. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.